Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer may have left the bolus screen open, which led to the incomplete bolus alert being annunciated. Customer had elevated blood glucose (bg) level (325 mg/dl). Customer delivered a bolus to address elevated bg levels. In addition, it was reported that the customer received a resume pump alarm. Reportedly, the customer had suspended insulin in preparation to change the cartridge. Customer's blood glucose levels was 300 mg/dl. Customer delivered a bolus to address elevated bg levels.